Event description:
Boston scientific received information that approximately three and a half years ago this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited noise and oversensing on the rv lead and the patient had a diverted shock. At that time, boston scientific technical services (ts) discussed potential options for the noise with the field representative. The patient continued to be monitored. Recently, the patient presented to the emergency room due to receiving a shock. Upon review of device data, the shock was inappropriate due to noise and oversensing on the rv and shock electrograms (egms). Further episodes from the patient's home monitoring system were reviewed by boston scientific technical services (ts). It was noted that inappropriate ventricular fibrillation (vf) and non-sustained ventricular tachycardia (nsvt) detections had been stored over the last year and there was an increased frequency of episodes over the last month. It was also observed that occasionally the oversensing caused pacing inhibition which resulted in greater than two seconds of asystole. On the day of the ER visit, the patient had been using a nail hammer and was asymptomatic when the shock was delivered. The noise could be reproduced with left arm manipulation, but the lead impedance remained stable. It was suspected that the high voltage leads were reversed in the header and surgical intervention was performed. At the procedure, it was confirmed that the high voltage leads were reversed in the header. The crt-d was approaching elective replacement indicator (eri) so the physician opted to implant a new device, but the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.